Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received off no power without low battery indicator. The customer states the pump is stuck in rewind screen. The customer was advised to conduct infusion and set change. The customer's blood glucose level was unknown. The customer was advised to replace and use recommended battery. The customer was advised to monitor the device.